Event description:
Locator broke inside the implant. Customer stated that locator abutment screw broke inside the implant and 3 years after placement and could not retrieve screw so implant removed and replaced with larger diameter.

Event description:
Locator broke inside the implant. Customer stated that locator abutment screw broke inside the implant and 3 years after placement and could not retrieve screw so implant removed and replaced with larger diameter.